Event description:
It was reported an ECG test failure was observed on the processor pca during analysis. The processor pca was returned for failure analysis due to the complaint captured in pr# (B)(4). It was found the ECG test failed atop check due to a defective diode d11.